Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on approximately (B)(6) 2025, the patient ¿treated what he thought was a low bg level but his cgm later read high mg/dl¿. No specific cgm or bg meter comparison values were reported. The patient reported this event led to his hospitalization from (B)(6) 2025. No patient symptoms were reported. No other event details were provided, including what medication or treatment the patient may have received. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report, the patient is out and recovering. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.